Event description:
A 22 mm amplatzer septal occluder (aso) deformed into a cobra shape upon deployment. The aso was retracted and redeployed without incident; however, the aso did not appear to close the patient's defect sufficiently so another 22 mm aso was attempted. The replacement 22 mm aso was too small so it was removed. A 24 mm aso was attempted and appeared to be placed well following the "wiggle" test. After the 24 mm aso was released, however, it embolized into the right ventricle. The 24 mm aso was unable to be percutaneously retrieved so the patient was referred for surgery for device retrieval and asd closure.

Manufacturer narrative:
The initial 22 mm aso and 24 mm aso are expected to be returned for analysis. When our investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
The 24mm aso was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded into and deployed from a test loader without any deformities. The device was returned within specifications. (The 22mm aso that deformed was not returned to sjm for analysis.) During manufacturing, the devices underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed the devices successfully completed these tests. The cause of the reported event remains unknown.